Event description:
The customer reported being hospitalized for high blood glucose of 415mg/dl. The customer was experiencing unexplained high glucose for the past day. Troubleshooting was performed. The customer's most recent glucose reading was 182mg/dl, and she has treated with manual injections and an insulin drip. Reviewed the programming and found that the time and date were incorrect. Ran a fixed prime and high pressure test and the tests passed. The customer stated that she has some issues with the tape sticking because of the sweating. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.